Event description:
A malfunction was reported on the pump, displaying malfunction code 12. There was no adverse impact on the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump and was instructed to call back if the issue recurred. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump.